Manufacturer narrative:
The suspect monitor was returned to the manufacturer for evaluation. The led light indicators would not illuminate when powered on and the monitor would not respond to prompts from the user.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that a monitor was replaced. A system checkout was performed after replacing the part. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has not been received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure the camera cart monitor of the navigation system displayed a black screen when left powered on for 2 hours. The led on the monitor was off but the camera was still on. During troubleshooting, site representative reported that the main cart was working normally and rebooting the system at-least 3 times did not resolved the issue. Checked cables and everything was good. Status was green on all self tests. Site observed that the led was still off after cross checking the monitor power cable from the main cart. There was no patient present at the time of the issue.